Event description:
It was reported that during an unknown procedure, after the surgeon fired the device, he found the proximal bronchus could not be sewed. The surgeon used hand sewing to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 03/02/2009. Information anticipated, but unavailable at this time.